Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported experiencing low blood glucose (bg) events following a steroid injection received in mid-july. The individual noted that the insulin pump began delivering higher-than-expected meal boluses starting around that time. The lowest reported bg level during the event was 58 mg/dl and the patient experienced shakiness. The condition did not persist for more than 90 minutes, and the low bg was corrected by carbohydrate intake. The system alerted the user to the low bg. No medical intervention or external assistance was required. Additional training was provided to the user to assess whether further pump adjustments were necessary. Meal boluses have since been trending back toward prior levels.